Event description:
It was reported that the zimmer electric dermatome had a sluggish motor. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of the zimmer electric dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to scheduled maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/11/2011 and has no repair history at zimmer surgical. Evaluation of the device observed to operate below motor speed specification. The device no longer operated after being power cycled and the handpiece became warm. Additionally, the power cord and width plate screws were non-zimmer parts. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the right side. In post-repair, discoloration and slight corrosion of the exterior motor casing was observed. The power supply was an older style unit which contained a non-zimmer power switch. It was noted that the switch opening on the base of the casing was cut in order to enlarge the opening to fit the non-zimmer power switch. Prior to repair, the device met all functional specifications. Improper handling related to cleaning or sterilization, as well as lack of preventative maintenance, most likely caused the damage to the motor over time, causing the customer's reported event as a result. Additionally, alteration of the device by the customer could have contributed to the customer's reported event. The device was serviced and returned to the custom.